Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with envella bed. It was stated that the pump had an error code when it went out the bed. It was also indicated that the IV pole and bed involved were equipped with grounding chains. The event happened at the room 5212. There was no known patient injury or medical intervention associated with this event. No additional information is available.